Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported the patient fell on their back, causing them to feel their neurostimulator implant move and can feel as if it is sticking out. The fall caused the patient to lose consciousness, so they don't remember many details, but their incontinence was back. The patient noted pain and bruising. The patient has yet to contact their physician about this. The patient was contacted and confirmed the circuits of their device are patent. The stimulation was turned up and the patient was instructed to follow up if the symptoms continue. The physician was notified. If the patient is still not getting relief from the stimulation adjustment, the next step would be to meet at the physician's clinic if needed. There were no additional patient complications.

Event description:
It was reported the patient fell on their back, causing them to feel their neurostimulator implant move and can feel as if it is sticking out. The fall caused the patient to lose consciousness, so they don't remember many details, but their incontinence was back. The patient noted pain and bruising. The patient has yet to contact their physician about this. The patient was contacted and confirmed the circuits of their device are patent. The stimulation was turned up and the patient was instructed to follow up if the symptoms continue. The physician was notified. If the patient is still not getting relief from the stimulation adjustment, the next step would be to meet at the physician's clinic if needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 this report is being filed for additional information for h6: evaluation method codes and h6: evaluation conclusion codes.